Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding high impedance during a procedure that occurred on (B)(6) 2016. It was reported that the impedances were high on a few electrodes when the new lead was placed into the track from the old lead. The impedances were repeated several times and each time different electrodes were high. The only electrode with consistent high impedance was electrode #6. The scar tissue in the epidural space from the previous surgery may have led or contributed to the issue. (This was the third lead the patient had placed in this area.) Multiple impedance checks were performed and the lead was tested with an multi-lead trialing cable. X-rays were also performed. The contacts were dried and the lead was moved slightly, but because of scarring of the previous implants, it could not be moved significantly. The final impedance reading before closure was all ok except the electrode #6. Post-operative on (B)(6) 2016, the lead was tested and there was still only high impedance on contact #6. The patient was getting good coverage of both her legs. The patient's relevant medical history includes spinal pain.

Event description:
Additional information indicated that a lead replacement surgery occurred because the patient needed an MRI safe system. It is unknown if the old lead had a malfunction because the battery was dead during the surgery, so it could not have been checked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.